Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Sensing integrity counter equals 30204; rv pacing impedance measures 4047 ohms.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was possibly fractured as high impedance, oversensing, and low sensing were observed. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).